Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and there was inflammation at the implant site. It was determined that there was an infection with noted bacteremia and septicemia. The right ventricular (rv) lead was explanted and replaced. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.